Event description:
Patient was in the or for left shoulder arthroscopy. During the procedure the orthopedic surgeon felt the reprocessed dyonics stonecutter shaver was dull. Surgeon was able to complete procedure with the device but felt the device did not perform to the standards he was used to seeing. Note this was a different orthopedic surgeon than those described in the 2 previous dull shaver blade reports. There was no injury to the patient.====================== health professional's impression======================device appeared to be dull.